Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. Although requested, the affected device has not been received.

Event description:
It was reported that the syringe pump module 8110 received an error message. The error code displayed was 13-1033-149. There was no patient involvement.

Event description:
It was reported that the syringe pump module 8110 received an error message. The error code displayed was 13-1033-149. There was no patient involvement.

Manufacturer narrative:
A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. Based on the findings, service was unable to determine the probable cause of the reported issue. Upon visual inspection the service technician noted this device was re-flashed to customer's software version. Customer declined estimate for pm. Return unrepaired. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 03aug2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.